Event description:
It was reported that the surgeon has experienced multiple cases of "failures/recurrences" 4-12 weeks following sling procedures, which have required surgical intervention. The exact number of cases and the details surrounding each are unknown at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.